Manufacturer narrative:
Patient information: unknown/ asked but not available. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the lens in appeared to be loaded in the preloaded simplicity incorrectly and it tore the haptic. They had to explant the lens and use another one. The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Additional information: additional information was provided which the following fields were updated accordingly: section b5: the affected eye was the right eye and the issue with the haptic noticed during insertion. That the lens was fully implanted/explanted and a non-johnson & johnson lens of 20.0 diopter was used as the replacement during the same procedure. The account confirmed that healon or bss was when preparing the device and sufficient amount of it according to direction for use (dfu). It was indicated that no surgical interventions were required. The patient outcome was good and no injury was reported. The lens is not available, disposed of as biohazard waste. No further information was provided. Section a2: date of birth: (B)(6) 1939. Section a3: sex/gender: male. Section b3: date of event: 6/20/2022. Section e1: initial reporter title and name: (B)(6). Section e1: phone number: (B)(6). Section e2: health professional?: yes. Section e3: occupation: (B)(6). Section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.